Event description:
(B)(4). It was reported that a circ-clip component of the ceiling-mounted visum led surgical light system was not fully seated at the upper adapter where the horizontal arm connection is made with the spring arm. There was no reported patient involvement and no reported adverse consequences.

Manufacturer narrative:
There was no reported patient involvement, thus no patient data exists. Evaluation summary: a stryker field service technician evaluated the light head and spring arm involved in the alleged event. During the evaluation, it was observed that the circ-clip component which is used to attach the spring arm to the horizontal arm of the ceiling suspension was allegedly not seated properly, most likely due to incorrect installation. A medwatch report was submitted for a similar event at the same user facility in which the spring arm and light had reportedly detached and fell from the suspension (medwatch reference # 2031963-2012-00133). The investigation is ongoing into the root cause and additional information will be submitted in a supplemental report.